Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of reduce angulation was confirmed. Due to the wear of angle wire, bending angle in up direction does not meet standard value. The play of up down knob is also out of standard value due to the wear of angle wires. The following additional findings were also noted: crack on the bending section cover, discoloration of the adhesive around the light guide lens, peeled adhesive around the light guide lens, assorted scratches, wrinkle on the universal cord, shaved scope cover, peeling on the scope cover plate, loose mouthpiece, peeled paint on the suction cylinder, peeled paint on the aw-cylinder, shaved control unit, dirty control unit due to water leakage, water removal ability does not meet standard value, cracked adhesive on the bending section cover, chipped adhesive on the bending section cover, and a wrinkle on the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer reduced angulation on evis lucera colonovideoscope. There was no reported patient harm or impact due to this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.